Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the distributor and obtained the following information: the damage was first observed intraoperatively. The wire was frayed. There were no signs of thermal damage. The instrument was inspected prior to use. There were no problems removing the instrument through the cannula. The instrument is available to isi to inspect. There are no video or images of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
It was reported that after a da vinci-assisted partial nephrectomy surgical procedure, after fifteen minutes from the start of the procedure, the fenestrated bipolar forceps instrument had exposed metallic wires. The procedure was completed back up instrument of the same kind. With no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Annex g was updated to reflect the failure analysis findings.

Event description:
Refer to h11 for follow-up information.